Event description:
It was reported that centrella med-surg (product code p7900b100242, serial number (B)(6)), had the brakes not holding. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Manufacturer narrative:
Baxter technical support contacted the account two additional times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required.

Event description:
It was reported that centrella med-surg (product code p7900b100242, serial number (B)(6)), had the brakes not holding. The bed was located at the account. There was no patient/user injury reported.